Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented remotely on (B)(6) 2021 with an episode of noise on their right ventricular lead. Programming changes were made on (B)(6) 2021 to try to address the noise. Additional episodes were noted on a remote transmission starting on (B)(6) 2021, all occurring around the same time of the day. The patient came into the clinic on (B)(6) 2021, where noise was not reproducible in clinic with isometrics. Programming changes were made on (B)(6) 2021, and the patient will continue to be monitored. There were no patient consequences.